Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): therapy date: unknown; 42502607001 - femur cemented - 64321215; 42532007901 - tibia cemented - 64156477; 42540000035 - all poly patella - 64445112; 110035368 - biomet bc r 1x40 us - 824aac0510. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00099, 3007963827-2020-00100, 0002648920-2020-00215.

Event description:
It was reported that the patient underwent left knee revision approximately one month post implantation due to instability, pain, and difficulty walking and standing. The articular surface was removed and replaced. Subsequently, the patient continues to experience the same symptoms after the revision surgery. It was also noted that the knee is discolored (dark, black) since the procedure.